Manufacturer narrative:
Due to character restrictions in block (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection by hospital staff, the cardiosave intra-aortic balloon pump (iabp) unit's doppler tether was discovered to be broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: d1, d4, b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) reported that they replaced the doppler tether and the unit passed all functional and safety tests.

Event description:
N/a.